Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The coating of the jaw was partially missing. As the result of checking the manufacturing record of the same lot, there was nothing abnormal found. This type of the coating damage is most likely related to the operator's technique. Based on the similar cases in the past, the coating of the jaw might be missing since the filth on the jaw was scraped with the hard object. The instruction manual of the device has already warned as follows; *if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
During a total gastrectomy, the ptfe pad of the subject device was separated. The intended procedure was completed with another device. On july 14, 2017, olympus medical systems corp. (Omsc) confirmed that the coating of the jaw of the subject device was partially missing. No patient injury was reported. This is the report regarding the missing of the coating.